Manufacturer narrative:
(B)(6) 2021. (B)(6) 2021.

Event description:
It was reported to philips that the device had an issue with the touchscreen, the touchscreen is not configured. The device was in clinical use at the time of the event. There was no report of patient or user harm. A philips international field service engineer (fse) was dispatched to the customer site to provide additional assistance. The reported issue was verified and the fse determined the touchscreen will require replacement. The fse ordered a replacement touchscreen.

Manufacturer narrative:
G4: 19feb2021. B4: 24feb2021. H11:g5: k102985. H10: multiple requests were made to obtain additional patient information, without a response from the customer, however there was no report of patient or user harm. A philips service technician evaluated the ventilator and confirmed the touchscreen required replacement. The service technician replaced the touchscreen and completed all tests and verifications according to the manual. The device was found to be fully operational, meeting specifications, and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.